Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous mid lad lesion. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was not performed. It was reported that the balloon of the device burst/leak/ruptured with negative pressure. The device failed to inflate and then negative pressure was applied and blood was aspirated. It was reported that resistance was encountered during delivery and excessive force was used. The device did not pass through a previously deployed stent. A new stent was used to continue the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: the inner and outer distal shafts were ripped starting at the guidewire entry port and extending 1.1cm along the shafts. The tear site was jagged and uneven. Negative prep confirmed the presence of a leak. There were kinks along the distal shaft 7.5cm, 22.7cm and 24cm distal to the guidewire entry port. The support wire had torn through the inflation lumen. There was slight damage to the distal tip. There was no damage evident to the stent wraps (segments). (B)(4).